Event description:
It was reported that the local area representative placed a call to technical services (ts) to review a shock out of range impedance red call doctor icon. Upon review, it was noted that this implantable cardioverter-defibrillator (ICD) exhibited low out-of-range shock impedance measurements on the right ventricular (rv) lead. Which was believed to be caused by external electromagnetic interference (emi). Troubleshooting options were discussed. At this time the product remains in service and no adverse patient effects were reported.